Manufacturer narrative:
Follow-up #1 07/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history was unable to be reviewed because the pump was unable to power on. Visual inspection of the pump found that moisture was visible in the pump display lens. A leak test was performed and found that the pump was leaking from a crack between the display lens and casing. The pump was opened and moisture damage was found on the power circuit, bolus button pins, keypad flex connector, and display. Pump power issue were duplicated during testing as the pump was unable to power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had lost power without user intervention after swimming while wearing the pump. Reportedly, the pump emitted audible tones and vibrations when the pump was rebooted but was unable to move passed the verification screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.